Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime or compromised forced sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was 115 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer states insulin pump alarm history contains more than one motor error alarm within the last 30 days. Customer states drive support cap appears to be normal. Customer advised the pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.